Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
11/20/15-pfs and medical records received. Pfs and medical records reviewed for reportability. Pfs reported difficulty with activities of daily living, emotional distress, consequences related to metal ion exposure, painful itchy rash, dislocations, hip fracture, confined to wheelchair, loss of independence and homebound. Medical records reported a fracture of the anterior and posterior acetabular columns that were plated. The acetabular component was not a depuy product. Medical records also reported patient with pulmonary embolism on (B)(6) 2010 with ivc filter placement. Depuy component implanted at revision was the femoral head and all other components were competitor products. Depuy stem was implanted on (B)(6) 2007. Head and stem reported for embolism.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. It is reported the depuy femoral head and stem were used in conjunction with a competitor¿s acetabular system. This use of the depuy devices is considered off label and is not recommended. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.